Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct18. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an error code watchdog test failed (100b).the device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 06feb2019. The gas delivery system (gds) was returned to philips for failure investigation. The data acquisition (da) printed circuit board assembly (pcba) was observed to have been disassembled from the gds and was not returned with the assembly, therefore, a failure investigation test da pcba was installed into the gds. The gds was installed into a test ventilator. The ventilator powered up, however, the reported alarm "watchdog test failed" was not displayed. The air flow and o2 flow accuracy did not pass. A defective component was identified on the gds; specifically, a component on the air flow sensor. The customer replaced the gds to resolve the alleged issue. The unit successfully passed the required performance verification test. The root cause was traced to the defective component on the air flow sensor pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 23oct2018, PMA/ 510k: 19oct2018. The unit was sent to a third party for repair and the motor controller board was replaced to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.